Manufacturer narrative:
Handpiece will not turn, due to the rear bearings corroded. The pre-temperature test cannot be perform. Repaired the item and it was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheating. There was no patient impact.